Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. The customer declined tandem technical support's offer to troubleshoot as the sensor was due to be changed the next day. No additional patient information was available.